Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the scope was damaged when being reprocessed using sterrad. There was no patient injury reported.

Manufacturer narrative:
Event description: customer found the scope was damaged when being reprocessed using sterrad. It was found the scope was damaged because enf-vt2 scope performed sterrad sterilization without the eto-cap (mb-156) attached to the scope. When performing sterrad 50/100s/200/nx sterilization, the eto cap must be attached to the venting connector. If the eto cap is not attached to the endoscope during sterrad 50/100s/200/nx sterilization, the air inside the endoscope will expand and could rupture the covering of the bending section and/or damage the angulation mechanism. The root cause was not identified. It is assumed that there are following possibilities. When performing sterrad sterilization, the eto cap has to be attached to the vent connector. However, in the facility, the eto cap was not attached to the vent connector when sterilizing, it is possible that the scope may have been damaged. Although it is unclear whether the facility provided appropriate education to the sterilization personnel, it is possible that this phenomenon occurred due to human error. Device history record review was performed and no non-conformances that would cause the reported malfunction were noted. No further information was reported.